Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to call back if the issue happened again, and they acknowledged this advice.